Event description:
It was reported that the handpiece began smoking while the equipment was being tested during an on-site maintenance visit. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device smoking was confirmed. Based on the investigation details, evidence of third party repairs was found, which could have caused the event. All third party parts were replaced, including the motor controller.